Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45 day routine follow up, a transesophageal echocardiogram (tee) was performed which revealed the closure device had embolized into the aortic arch. There were no further patient complications. The patient plans to undergo an explanation procedure to retrieve the closure device.